Manufacturer narrative:
The glidescope titanium lopro t3 blade was returned to verathon for evaluation. A verathon technical service representative evaluated the returned titanium lopro t3 blade and confirmed the "intermittent image" issue. The technical service representative reported contamination on the lopro t3 blade's contacts and that the image reliability was ok after cleaning and drying the contacts. The camera image quality test was performed and passed. The technical service representative attributed the "intermittent image" issue to incorrect cleaning or disinfection. The glidescope titanium lopro t3 blade was returned to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends. The glidescope and gliderite products reprocessing manual states: "use hospital-grade clean air to blow remaining moisture out of the connectors, and then dry the component using either hospital-grade clean air or a clean, lint-free cloth." It is likely that not blowing out the connector with hospital-grade air caused or contributed to the corrosion in the blade's connector.

Event description:
The customer reported that during a difficult patient procedure, using a glidescope titanium lopro t3 blade, the image was flickering and disconnecting. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.